Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt hit his head before (B)(6) 2012. Testing in situ carried out on (B)(6) 2012 shows 11 electrode channels with high impedance.